Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 23 mmol/l. The customer was treated with injection. The customer stated that the screen said that you're not getting a delivery ( insulin blow blocked). The customer stated all buttons are not responding at time. The customer was advised to remove battery from the device and replace a recommended new or fully charged aa battery. The customer stated that buttons are responding now. The customer was advised that the we are sending replacement pump.